Manufacturer narrative:
Correction: h.1, b.2, a.1, remove 'death' from h.6 patient codes. The reported complaint that the rate change to 20ml/hr once the vtbi completed was confirmed in the log; however, it could not be determined if the patient coding was a result of the configured kvo rate. Physical inspection showed no anomalies. Rate accuracy testing performed on the returned pumps found the pumps out of specification and under infusing. The review of the pcu event log showed no errors or malfunctions on the reported incident date. The pcu event log recorded the infusion completing and transitioning to the kvo rate. The kvo rate would vary depending on the programmed infusion rate. If the rate was less than the configured kvo rate the pump would infuse at the programmed rate. If the rate was higher than the configured kvo rate the pump would infuse and the kvo configured rate. Srd-370 states, ¿kvo rate shall be the programmed kvo rate (0.1 - 20 ml/h) at infusion rates > or = to the programmed kvo rate. The kvo rate shall be equal to the programmed infusion rate if the infusion rate is < or = to the programmed kvo rate¿. The kvo rate is configured in the customer dataset for each profile. The pump module system configuration confirmed the ¿kvo adjust rate¿ is 20ml/hr. Program replication utilizing the pcu event log, on the returned devices found no obvious programming errors. The root cause of the reported complaint that when the vtbi hit zero (0) both infusion pumps rate change to 20ml/hr (kvo rate) once vtbi completed, led to the patient coding could not be definitively determined in this investigation. It should be noted that the device is designed to transition to the kvo rate when the programmed vtbi has been delivered. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 12/28/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/04/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that on (B)(6) 2020, a pcu unit and two large volume pump modules were involved in an incident that resulted in patient death. The patient was receiving two continuous infusions - propofol (dose 55mcg/kg/hr set at a rate of 38ml/hr) and levophed (dose 20mcg/min set at a rate of 37ml/hr). The usual staff workflow is to set the volume to be infused (vtbi) at less than the total volume hung so the nurse is alerted before the medication is depleted, allowing the nurse time to order and hang more of the medication. The nurse stated that when the vtbi hit zero, both infusions' pump rates changed to a rate of 20ml/hr once the programed vbti was complete. This led to the patient coding, and then death. It was later clarified that "this happened on multiple occasions, the patient was on multiple drips (specifically the issue is with propofol and levophed). I believe a total of 5 (or so) occurrences throughout the shift. When vtbi complete, infusion rate switches from the dosage rate to 20ml/hr. This is problematic when patients are very sensitive to dosages such as levophed." Staff did indeed hear the pump alarm when the vtbi reached zero and the pump rate changed to a rate of 20ml/hr. However there was significant blood pressure change from the time of pump starting to beep and the nurse going into the room to change bag/add additional volume left in hung bag. At no time was there a delay in medications due to pump programing. The primary cause of death was covid pneumonia. The customer then further clarified: "there seems to be some confusion and misinformation here. The patient did not die as a result of this incident. The patient died over 30 hours after the occurrence of this event. There were no issues of the wrong drug, wrong concentration, or the wrong tubing (i.e. Delivery rate). The patient was septic with covid pneumonia. It is important to note: propofol causes the blood pressure to drop while levophed raises the blood pressure. The propofol decreasing in rate to tko logically would have a positive effect on the blood pressure. The nurse stated the patient was on levophed and propofol, but the propofol was the only drug that changed it¿s rate to tko. I read in previous comments that we were reported to bd that the patient was coding. That was an assumption and not written in the patient safety report (psr). Nor was it factually correct. Technically, one can argue that we may have had to run into the room and give extra medications to stabilize the blood pressure. Some staff would refer to that as a code, but there was no CPR performed on this patient. The patient¿s heart did not fail during this time frame. The nurse reporting the issue was simply saying that this ¿could cause a problem.¿ the only question we had was related to the logs. The log showed the rate dropped to tko. I asked what the ¿tko¿ rate was so the technical people could answer that question. The pump stated it defaulted to a rate of 20 ml/hr which would be acceptable, but I thought it dropped to a rate of 10 ml/hr. I sent you the logs and you can see about 0630 in the morning a new medications were hung and about 830 the vtbi reached zero and the pump defaulted to ¿tko¿. In this case, I am convinced that this event is more about covid, not pump failure. I agreed to maintenance sending the pump back because we had just made software changes; to answer my question about the tko rate; and just to be safe."

Event description:
It was reported that on (B)(6) 2020, a pcu unit and two large volume pump modules were involved in an incident that resulted in patient death. The patient was receiving two continuous infusions - propofol (dose 55mcg/kg/hr set at a rate of 38ml/hr) and levophed (dose 20mcg/min set at a rate of 37ml/hr). The usual staff workflow is to set the volume to be infused (vtbi) at less than the total volume hung so the nurse is alerted before the medication is depleted, allowing the nurse time to order and hang more of the medication. The nurse stated that when the vtbi hit zero, both infusions' pump rates changed to a rate of 20ml/hr once the programed vbti was complete. This led to the patient coding, and then death. It was later clarified that "this happened on multiple occasions, the patient was on multiple drips (specifically the issue is with propofol and levophed). I believe a total of 5 (or so) occurrences throughout the shift. When vtbi complete, infusion rate switches from the dosage rate to 20ml/hr. This is problematic when patients are very sensitive to dosages such as levophed." Staff did indeed hear the pump alarm when the vtbi reached zero and the pump rate changed to a rate of 20ml/hr. However, there was significant blood pressure change from the time of pump starting to beep and the nurse going into the room to change bag/add additional volume left in hung bag. At no time was there a delay in medications due to pump programing. The primary cause of death was covid pneumonia. The customer then further clarified: "there seems to be some confusion and misinformation here. The patient did not die as a result of this incident. The patient died over 30 hours after the occurrence of this event. There were no issues of the wrong drug, wrong concentration, or the wrong tubing (i.e. Delivery rate). The patient was septic with covid pneumonia. It is important to note: propofol causes the blood pressure to drop while levophed raises the blood pressure. The propofol decreasing in rate to tko logically would have a positive effect on the blood pressure. The nurse stated the patient was on levophed and propofol, but the propofol was the only drug that changed it¿s rate to tko. I read in previous comments that we were reported to bd that the patient was coding. That was an assumption and not written in the patient safety report (psr). Nor was it factually correct. Technically, one can argue that we may have had to run into the room and give extra medications to stabilize the blood pressure. Some staff would refer to that as a code, but there was no CPR performed on this patient. The patient¿s heart did not fail during this time frame. The nurse reporting the issue was simply saying that this ¿could cause a problem.¿ the only question we had was related to the logs. The log showed the rate dropped to tko. I asked what the ¿tko¿ rate was so the technical people could answer that question. The pump stated it defaulted to a rate of 20 ml/hr which would be acceptable, but I thought it dropped to a rate of 10 ml/hr. I sent you the logs and you can see about 0630 in the morning a new medications were hung and about 830 the vtbi reached zero and the pump defaulted to ¿tko¿. In this case, I am convinced that this event is more about covid, not pump failure. I agreed to maintenance sending the pump back because we had just made software changes; to answer my question about the tko rate; and just to be safe."

Event description:
It was reported that on (B)(6) 2020, a pcu unit and two large volume pump modules were involved in an incident that resulted in patient death. The patient was receiving two continuous infusions - propofol (dose 55mcg/kg/hr set at a rate of 38ml/hr) and levophed (dose 20mcg/min set at a rate of 37ml/hr). The usual staff workflow is to set the volume to be infused (vtbi) at less than the total volume hung so the nurse is alerted before the medication is depleted, allowing the nurse time to order and hang more of the medication. The nurse stated that when the vtbi hit zero, both infusions' pump rates changed to a rate of 20ml/hr once the programed vbti was complete. This led to the patient coding, and then death. It was later clarified that "this happened on multiple occasions, the patient was on multiple drips (specifically the issue is with propofol and levophed). I believe a total of 5 (or so) occurrences throughout the shift. When vtbi complete, infusion rate switches from the dosage rate to 20ml/hr. This is problematic when patients are very sensitive to dosages such as levophed." Staff did indeed hear the pump alarm when the vtbi reached zero and the pump rate changed to a rate of 20ml/hr. However there was significant blood pressure change from the time of pump starting to beep and the nurse going into the room to change bag/add additional volume left in hung bag. At no time was there a delay in medications due to pump programing. The primary cause of death was covid pneumonia. The customer then further clarified: "there seems to be some confusion and misinformation here. The patient did not die as a result of this incident. The patient died over 30 hours after the occurrence of this event. There were no issues of the wrong drug, wrong concentration, or the wrong tubing (i.e. Delivery rate). The patient was septic with covid pneumonia. It is important to note: propofol causes the blood pressure to drop while levophed raises the blood pressure. The propofol decreasing in rate to tko logically would have a positive effect on the blood pressure. The nurse stated the patient was on levophed and propofol, but the propofol was the only drug that changed it¿s rate to tko. I read in previous comments that we were reported to bd that the patient was coding. That was an assumption and not written in the patient safety report (psr). Nor was it factually correct. Technically, one can argue that we may have had to run into the room and give extra medications to stabilize the blood pressure. Some staff would refer to that as a code, but there was no CPR performed on this patient. The patient¿s heart did not fail during this time frame. The nurse reporting the issue was simply saying that this ¿could cause a problem.¿ the only question we had was related to the logs. The log showed the rate dropped to tko. I asked what the ¿tko¿ rate was so the technical people could answer that question. The pump stated it defaulted to a rate of 20 ml/hr which would be acceptable, but I thought it dropped to a rate of 10 ml/hr. I sent you the logs and you can see about 0630 in the morning a new medications were hung and about 830 the vtbi reached zero and the pump defaulted to ¿tko¿. In this case, I am convinced that this event is more about covid, not pump failure. I agreed to maintenance sending the pump back because we had just made software changes; to answer my question about the tko rate; and just to be safe."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that on (B)(6) 2020, a pcu unit and two large volume pump modules were involved in an incident that resulted in patient death. The patient was receiving two continuous infusions - propofol (dose 55mcg/kg/hr set at a rate of 38ml/hr) and levophed (dose 20mcg/min set at a rate of 37ml/hr). The usual staff workflow is to set the volume to be infused (vtbi) at less than the total volume hung so the nurse is alerted before the medication is depleted, allowing the nurse time to order and hang more of the medication. The nurse stated that when the vtbi hit zero, both infusions' pump rates changed to a rate of 20ml/hr once the programed vbti was complete. This led to the patient coding, and then death. It was later clarified that "this happened on multiple occasions, the patient was on multiple drips (specifically the issue is with propofol and levophed). I believe a total of 5 (or so) occurrences throughout the shift. When vtbi complete, infusion rate switches from the dosage rate to 20ml/hr. This is problematic when patients are very sensitive to dosages such as levophed." Staff did indeed hear the pump alarm when the vtbi reached zero and the pump rate changed to a rate of 20ml/hr. However there was significant blood pressure change from the time of pump starting to beep and the nurse going into the room to change bag/add additional volume left in hung bag. At no time was there a delay in medications due to pump programing. The primary cause of death was covid pneumonia. The customer then further clarified: "there seems to be some confusion and misinformation here. The patient did not die as a result of this incident. The patient died over 30 hours after the occurrence of this event. There were no issues of the wrong drug, wrong concentration, or the wrong tubing (i.e. Delivery rate). The patient was septic with covid pneumonia. It is important to note: propofol causes the blood pressure to drop while levophed raises the blood pressure. The propofol decreasing in rate to tko logically would have a positive effect on the blood pressure. The nurse stated the patient was on levophed and propofol, but the propofol was the only drug that changed its rate to tko. I read in previous comments that we were reported to bd that the patient was coding. That was an assumption and not written in the patient safety report (psr). Nor was it factually correct. Technically, one can argue that we may have had to run into the room and give extra medications to stabilize the blood pressure. Some staff would refer to that as a code, but there was no CPR performed on this patient. The patients heart did not fail during this time frame. The nurse reporting the issue was simply saying that this could cause a problem. The only question we had was related to the logs. The log showed the rate dropped to tko. I asked what the tko rate was so the technical people could answer that question. The pump stated it defaulted to a rate of 20 ml/hr which would be acceptable, but I thought it dropped to a rate of 10 ml/hr. I sent you the logs and you can see about 0630 in the morning a new medications were hung and about 830 the vtbi reached zero and the pump defaulted to tko. In this case, I am convinced that this event is more about covid, not pump failure. I agreed to maintenance sending the pump back because we had just made software changes; to answer my question about the tko rate; and just to be safe."